Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ECG electrodes.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is complete. The reported problem (ECG electrode non-functional)) was confirmed. Upon investigation the ECG a&b cable was severed, damaging wires within the cable. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.